Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. The actual sample was received for evaluation. Visual inspection revealed that the shaft had been broken into two pieces at approximately 24 mm from the distal end. The broken piece had been kinked at approximately 17 mm from the distal end. The length from the broken point to the proximal end was approximately 1476 mm. As the normal product measures 1500 mm, it was presumed that there was no portion missing from the actual sample. (Note: the left side of each image in this report is the distal side of the device unless otherwise indicated.) Magnifying inspection of the actual sample found that the core wire under the kink at approximately 17 mm from the distal end had been broken off but still connected by the outer layer. At the broken point at approximately 24 mm from the distal end, the shape of both edges of the outer layer matched with each other. The core wire was exposed at the proximal end of the distal broken piece. Electron microscopic inspection of the actual sample found multiple creases on the outer layer surface near the area at approximately 17 mm and 24 mm from the distal end, where the core wire had been broken off. At approximately 24 mm from the distal end, the broken outer layer had a shredded appearance. The outer diameter was measured and confirmed to meet the factory's control standard. No dimensional anomaly was observed. The core wire after removed from the outer layer was subjected to electron microscopic inspection. Both broken ends had not been tapered in diameter, and radial pattern was observed on the broken surface of both ends. Mechanism of breakage of guidewires: it is known that the guidewire may become broken off when it has been subjected to one of the following loads. In addition, as for the core wire, the state of the broken ends presents some regularity depending on the mechanism of the breakage. Continuous one-way torque load to a bent wire. The broken ends are not deformed in a tapered shape and radial pattern is observed on the broken surface. This state is similar to that observed on the actual sample. Repetitive bending load at a 90-degree angle. The broken ends are not deformed in a tapered shape and dimple pattern is observed on the broken surface. This state is not similar to that observed on the actual sample. One-way pulling load. The outside diameter of the core wire has been diminished toward the broken ends. This state is not similar to that observed on the actual sample. Pulling load to a loop-shaped wire. The broken ends have been curved and tapered and the broken surface was rough. This state is not similar to that observed on the actual sample. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the actual sample was exposed to a consecutive torque load while it was in a bent shape, leading to breakage of the core wire due to metal fatigue at approximately 17 mm from the distal end. It was presumed that, subsequently, the actual sample was exposed to the torque load further, leading to the breakage of the core wire at approximately 24 mm from the distal end. After that, the outer layer might have been torn off at approx. 24 mm from the distal end when the actual sample was pulled in the withdrawal direction, resulting in the separated piece left in the patient body. Since the total length of the actual sample was equivalent to that of the normal product, in addition, the shape of the broken edges of the outer layer at approximately 24 mm from the distal end matched with each other, it was likely that there was no portion missing from the actual sample. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used for vaivt. There were two calcified lesions. The distal tip of the device was formed in u-shape to attempt to cross the lesions, however, the tip was trapped in the highly calcified lesion on the proximal side and broken off when withdrawn. The broken piece was retrieved with a snare. The procedure outcome was not reported. The patient was not harmed.